Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the mechanics swing fork was blocked, seized, jammed and heavy moving. Therefore, the reported condition was confirmed. It was further determined that the adjuster fork was cracked and due to this fact the rotary motion was not transformed into oscillatory motion. The assignable root cause was determined to be due to faulty handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) by the veterinary surgeon that during a tibial tuberosity osteotomy surgical procedure, it was discovered that the oscillating saw attachment device failed on the first use after repair. According to the reporter, there was approximately a thirty minute delay due to the procedure performed by hand. It was not reported if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.